Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that femur fracture was operated in (B)(6) 2014 with lcp straight 12 holes. Plate was discovered broken on an unknown date. Broken plate was explanted on (B)(6) 2014. This report is 1 of 1 for (B)(4).